Event description:
The following has been reported: "motor rotation error-motor mount broken customer reporting motor rotation error - motor mount broken. No adverse reactions reported." Reporting due to the referenced issue. No additional issues or serious injuries to the patient were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Motor rotation error was found which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Functional tests were carried out and the reported event was reproduced. According to provided repairs information, the event was linked to a broken pumping motor bracket likely due to the device being mishandled. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.